Event description:
It was reported by the patient that she underwent an unspecified surgery using rhbmp-2/acs. Per the patient, the product ' had caused her a lot of problems and that she¿s suffered quite a bit.' No additional info has been reported at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.